Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 41 events were reported for this quarter. Product return status: 38 devices were received. 3 device investigation types have not yet been determined. Evaluation status: in progress 38 device evaluations are in progress. Additional information: 41 devices were not labeled for single-use. 41 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 41 </noe> malfunction events in which the device had a component detach. 41 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 41 previously reported events are included in this follow-up record. Product return status 38 devices were received. 3 device investigation type has not yet been determined. Event confirmation status 26 reported events were confirmed; the cause was traced to component failure. 15 reported events were not confirmed. Evaluation results 41 devices were found to be affected by displaced or missing components.

Event description:
This report summarizes <noe> 41 </noe> malfunction events in which the device had a component detach. 41 events had patient involvement; no patient impact.